Event description:
Information was received per the physician that per the operation notes, the doctor never explored the electrode area at all and left a large portion of the previous lead in the neck. No additional relevant information has been received to date.

Event description:
Information was received that the patient was going into surgery due to receiving high impedance. It was reported that the patient was put in a chokehold by his father and after the event the patient did not feel stimulation and had other problems. Thus the physician elected to perform exploratory surgery to check the pin and then possible lead revision. It was identified in surgery that the pin was loose however when inserted again high impedance was still seen. The test resistor was input into the generator and gave normal, expected impedances values. The physician did not "like the lead placement from the outside of the neck" and wanted to check the patient's lead placement. It was found the electrode was not attached to the vagal nerve. The surgeon implanted a new lead and is placed correctly on the nerve and impedance was within normal limits. The patient's replacement surgery facility is a no return site therefore explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient is receiving high lead impedance and the patient reports not being able to feel stimulation anymore and has more persistent seizures than before the high impedance warning. Information was received that the patient is having many breakthrough seizures, and surgery is attempting to be moved up, however no known surgical intervention has been reported to date. Device history records were reviewed the patient's lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.